Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) reporting that the cause of the pocket site pain was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported having a pocket revision because they had pain at the ins pocket site but they are still having pain at the pocket site. It was unknown when the issue occurred and if there were any reps aware of the situation as the current rep was not at the pocket revision case. No further complications were reported/are anticipated.